Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called for assistance with completing a full supply change. The patient experienced difficulty filling the cartridge due to dexterity challenges and anxiety, which resulted in two cartridges being overfilled and the plungers being pushed out of the bottoms despite guidance to place the cartridge on a table during filling. A cartridge was eventually filled successfully, and the patient was able to complete the remainder of the supply change process and resume insulin delivery. Education was provided regarding the option of prefilled cartridges and information was shared for the patient to relay to their healthcare provider. Due to the cartridge issues and the supply change process taking over an hour, the patient¿s blood glucose level increased prior to reconnecting and resuming insulin delivery. The patient also reported having eaten prior to the call without announcing the meal; education was provided that a late announcement was not recommended and that a correction bolus would bring blood glucose levels back into range, which the patient understood. The patient was advised to continue monitoring blood glucose levels and to call back if further assistance was needed. The patient was using contact detach infusion sets and a continuous glucose monitoring system. Lot numbers for the cartridges were unavailable as the patient was too distressed to retrieve them. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.